Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) confirmed that the seismic anchor latch was closed. The problem was resolved, and no further investigation was required for this device. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware part underneath the station had come out and could not be pushed back in. Customer stated that system was rebooted and recovered, power cable was unplugged and re-plugged, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.